Event description:
Pt had lasix surgery 3 mos ago and has had very slow recovery period. Was blinded for days and still has dry eye, glare, halos, shadowing, ghosting. Was not informed the the corneal nerve was cut during surgery and that there was risk of no nerve regeneration. Pt feels FDA should do more to inform public of risks. The surgeon has now refused to see pt any more.